Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. It was reported that the deformation of the jaws caused the device to stick during surgery. Total of twenty-three devices were returned to the manufacture with report of sticking. All med watch submissions related to this report are: 9610612-2017-00046; 9610612-2017-00094; 9610612-2017-00095; 9610612-2017-00096; 9610612-2017-00097; 9610612-2017-00098; 9610612-2017-00099; 9610612-2017-00100; 9610612-2017-00101; 9610612-2017-00102; 9610612-2017-00103; 9610612-2017-00104; 9610612-2017-00106; 9610612-2017-00107; 9610612-2017-00108; 9610612-2017-00109; 9610612-2017-00110; 9610612-2017-00111; 9610612-2017-00112; 9610612-2017-00113; 9610612-2017-00114; 9610612-2017-00115.

Manufacturer narrative:
Investigation the investigation was carried out by ats, the hardness test by mti. Surface: labeling taped and surface sandblasted. Shape: deviations due to bad maintenance, damaged cutting edge geometry. Position: ok. Function: damaged cutting edge geometry. Decomposability: suboptimal. Screw seat: ok. Cut function: bad cut due to damaged blade. Hardness: 46,0 hrc (42+8 hrc). Conclusion: insufficient maintenance. Batch history review: the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient maintenance of the device. Corrective action: according to sop (B)(4) a CAPA is not necessary.